Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be completed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown duration post implant of this bioprosthetic aortic valve, the patient developed a pericardial effusion. Ultimately 11 days post implant of the valve, the patient underwent surgery for a pericardial window to treat the pericardial effusion. No additional adverse patient effects were reported.